Event description:
The customer reported to olympus they received a b30 communication error on the bronchovideoscope. The issue was found during preparation for use. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus. An evaluation is anticipated but has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to h10: the following error was found prior to initial submittal, due to damage on the charge coupled device (ccd) unit, an e216 scope communication error occurs. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over eight years since the subject device was manufactured. The device was returned and evaluated. The customer reported issue of a b30 error was not confirmed. Instead an e216 error was found during evaluation. Based on the results of the investigation. The root cause could not be conclusively determined. In regards to the possible cause of the e216 error, it is likely physical stress was applied to the insertion section, which resulted in damage to the ccd unit. In regards to the customer reported issue, it is likely water invaded the scope connector, which caused an abnormality in the electrical components, and resulted in the b30 error message temporarily. The instructions for use provides the following information regarding these events: "important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.